Manufacturer narrative:
D4: UDI is unknown as the catalog and lot number were not reported. The quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.